Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an "improper shutdown" message and shut off. While infusing high dose of levophed, vasopressin and versed. This occurred during transporting an intensive care unit (ICU) patient to computerized tomography (CT) scan. There was no known patient injury or medical intervention associated with this event. No additional information is available.